Event description:
During the procedure the ports seemed to be functioning fine in the beginning and holding air in the balloon but after a few minutes the balloons would not hold air, almost as if there were holes in the balloon or the balloon on the port had popped. Either way they would not inflate or stay inflated.